Event description:
During the insertion of a lumbar drain, it was identified that the drain had severed following placement in the thecal sac. Due to the patient's body habitus, it was anticipated that this would be a difficult insertion; therefore, the procedure was performed with fluoroscopy. The procedure was performed according to standard. When removing the tuohy needle, it did not come out smoothly. There was no cerebrospinal fluid (csf) from the catheter after the needle was removed. The catheter was removed, and it was identified that the distal end of the catheter was retained in the patient. The patient underwent lumbar laminectomy with retrieval of the lumbar drain fragment.